Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device had a bit flip as a message for no data available was displayed on the programmer upon interrogation. The message was cleared and the device remains in use. No patient complications have been reported as a result of this event.